Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a colostomy reversal, the patient became septic so the surgeon took the patient back to the operating room for an abdominal washout and diverting ileostomy. The patient continued deteriorate until he passed away.